Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0h8c3, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The manufacturing representative and consumer reported that the patient experienced a return of symptoms. The patient had at least one fall over the past few months, which coincided with the return of symptoms. A full interrogation of the system was performed, including an impedance check, which showed several out of range configurations, including high and low impedances. The patient was moved to one of the available configurations and instructed to monitor her symptoms and make intensity adjustments as needed. The physician ordered an x-ray and would be scheduling the patient for a lead revision within the next month or so. Indication for use include fecal incontinence and gastrointestinal/pelvic floor. Patient outcome was not provided. Follow up was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Analysis of the lead found non-conformances; leady body and insulation were twisted and all conductors were crushed and broken 6.7 centimeters from the distal end. There were shorts between circuits 0 and 1, 1 and 3, and 0 and 3. Additionally, all circuits were open.

Event description:
Additional information received reported the lead was replaced on (B)(6) 2015 and returned for analysis. According to the healthcare provider (hcp), the patient reported improvement in her symptoms and was pleased with the decision to replace the lead.